Event description:
It was reported that the cast cutter was getting hot when in use. This occurred on several different cast removals. Each time the cutter was used to complete the case with no delay and no injury to patient or user. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and it was found that there was no oil put on the oil distributor which caused the bearing to overheat. This record will be updated if the investigation requires.